Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the patient fell 2 months prior and as a result there was a head tauma on the implanted side. Shortly after the fall the patient stopped responding to sound. Surgery is planned for end of (B)(6) 2016.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
The parents reported that the patient fell 2 months prior and as a result there was a head trauma on the implanted side. Shortly after the fall the patient stopped responding to sound. The patient was re-implanted.